Event description:
It was reported that one of the patient's leads exhibited high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was replaced to address the issue. It is unknown which lead had impedances.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Additional components potentially involved in the event include: common device name: octrode lead kit, 90 cm length, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 7101312.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.